Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had a history/settings issue. The reporter indicated that on (B)(6) 2012, the patient's bg level had reached into the "400 mg/dl" range. The reporter also claimed that the patient had developed a symptom of being grumpy and was not feeling well. At the time of contact with anm, the patient was reportedly still using the pump and she was at work. No troubleshooting of the pump was performed. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful at this time. The patient reportedly has adhd, hypothyroidism, and allergies. She was taking "synthroid, clarinex, and adderall." Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a history/settings issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on with vibratory and audible sounds. There were no alarms or pump conditions indicating a malfunction recorded in the black box or alarm history. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Pump was exercised for 24 hours on a one unit per hour basal program, no alarms or warning occurred during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during the investigation process. There was no defect found. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.